Event description:
Complainant alleged that while attempting to treat a 65-year-old male patient, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2023-03265 and 1220908-2023-03276 for a similar events reported from the same customer.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. A review of the device history logs indicate the customer may have been using a depleted/out of calibration battery. The customer replaced the battery during the reported event and the device was able to charge to 200j in under five seconds. The battery used at the time of the reported event was not returned as part of this investigation. The battery lugs were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.